Event description:
Per the clinic, the patient experienced intermittencies, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 11, 2022.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 11, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on may 04, 2022.